Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was experiencing a burning sensation at the implantable neurostimulator (ins) pocket site. The patient turned stimulation off and the burning sensation subsided. It was noted that stimulation was still turned off at the time of the call. This was considered a sudden change in therapy/symptoms. No falls or traumas were reported that could be related to the issue and the patient hadn¿t had any recent medical tests or electromagnetic interference (emi) exposure. The patient was seen by their healthcare provider (hcp) on (B)(6) 2017. The patient was then redirected to a manufacturer representative to have the implanted system checked. It was noted that the issue of burning at the ins site started on (B)(6) 2017. No further complications were reported or anticipated. Indications for use are spinal pain and post laminectomy pain.